Event description:
It was reported that the patient experienced localized process with fluid accumulation in the region of the cervical scar accompanied by deeper scarring and restricted mobility. The event was noted to be serious and was moderate in severity. There is a causal relationship to the implant/procedure and the event is recovered/resolved. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.